Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault error during patient use. The customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.